Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the humeral component. The humeral component was removed and replaced with a distal component and stem.